Manufacturer narrative:
Joerns sending report to manufacturer.

Event description:
It was reported to the manufacturer by the facility ((B)(6) nursing and rehab), per facility was lifting the patient and the patient fell. The resident was 6 inches over the bed as this happened. The cradle was spinning and the main bolt unscrewed due to the retaining screws being sheared off. No injuries occurred. (B)(4) was entered into our system. The below event was reported at the same time as the above mentioned event. It was reported to the manufacturer by the facility ((B)(6) nursing and rehab), per facility in (B)(6) 2011, was lifting the patient and since the locking pin was missing the patient fell to the floor. The patient was being moved from the bed to a wheelchair. The patient landed on his bottom on the floor and was sent to the hospital for evaluation. The patient had bruises.